Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The image was present during testing. However, the video connector latch was worn-out causing a poor-quality connection with the pigtails. The unit was also still equipped with outdated software and should be updated. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus video system center was not displaying an image during preparation for a cystoscopy procedure. According to the initial reporter, the intended procedure was completed using another unit without any reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.